Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 85,014 joules. Per the customer, the condition was observed through the aiming beam. There were no error codes displayed on the machine. No pt injury was reported.